Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 545 mg/dl. Customer had symptom of high blood glucose; customer had nausea. Customer was hospitalized due to high blood glucose. Customer was still in the hospital at the time of call. Customer was wearing insulin pump at the time of hospitalization. Customer reported that cannula was pulled out while attempting to give a bolus shot and insulin did not come out. Customer was advised to change entire set and to treat per healthcare professional's recommendation. Customer would call back after release from hospital in order to perform high pressure test.